Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp shows that the swivel lock is loose, and a residue buildup is present, which does not guarantee proper fixation of the patient's skull. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls, and washer. Additionally, the small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp had a loose swivel lock with residue buildup, requiring cleaning and replacement of worn parts. The probable root cause is routine use and wear of the unit. No corrective action is required beyond the repairs based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the lock button on the mayfield modified skull clamp (a1059) was stuck during the operation. No additional information has been provided.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: d9. This MDR is being submitted for correction of an error which was submitted in the initial MDR. As a result, field d9 has been updated.

Event description:
N/a.